Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breached insulation degradation in 4 locations exposing the outer coil along 5.0 cm to 6.0 cm from the connector pin. UDI not available.

Event description:
This report is to advise of an event observed during analysis.